Event description:
It was reported that a patient presented to a clinic with their pacemaker in backup vvi on (B)(6) 2021. The original settings of the pacer were restored after a talk with tech services. No patient symptoms were reported.